Event description:
Patient with diabetes called to report issues with two infusion sets in which the cannulas were found to be bent. Patient glucose levels were not decreasing from 374 mg/dl, prompting removal of each infusion set, at which time the cannula was observed to be bent; this issue occurred back-to-back with two consecutive infusion sets. The infusion set was removed and replaced and that hyperglycemia was additionally treated using an insulin pen, after which glucose levels began to decrease. Pwd requested replacements for the two infusion sets; pss verified the address and submitted the request for replacements. At the time of the event. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.